Event description:
It was reported that upon opening the pocket, the patient's right atrial (ra) lead was fractured and was completely disconnected from the implantable pulse generator (ipg). In addition, the outer insulation was completely separated, with a portion still remaining in the ipg. The pacemaker was then replaced, and the ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.